Event description:
MDR decision date: (B)(6). No serious injury alleged. Malfunction alleged. Mr. Palmer states that the seat frame that bolts to the main frame, and the welded tab sticks out and has broken twice in the same spot. This is the second chair he has had since 2008 per this issue. MDR filed.

Manufacturer narrative:
MDR decision date: (B)(4) has been initiated for this issue. The malfunction has not been confirmed.